Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the surgery, it was noted that the impactor could not be disassembled from the cup after setting the cup to acetabular. Hence the surgeon had tried to remove impactor from the cup strongly, nevertheless the cup itself was removed simultaneously from acetabular. Finally, the cup was fixed to the inserter and completed the case. According to the surgeon, the failure of the impactor screw was suspected. There was 15 minutes delay to the surgery. No adverse consequences to the patient were reported.

Manufacturer narrative:
Although a surgical environment could not be replicated, functional testing with a depuy retained cup was unable to confirm the reported event. The lead thread exhibits some damage, however the cup threaded/unthreaded with no problem. The overall condition of the device suggests moderate/heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.